Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt is implanted with two leads with the same lot numbers. It was reported the pt was experiencing unwanted stimulation from her cervical leads. The pt's entire scs system was removed.